Manufacturer narrative:
H.6 investigation summary: material #: [362753]. Lot/batch #: [2299028]. Bd had not received samples or photos for investigation. Therefore, [52] retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. [10] production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [underfill]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin that there was underfill or low blood draw or fill. The following information was provided by the initial reporter: according to the customer's report, the tube did not draw enough volume of blood.